Event description:
It has been reported to philips that the system did not power on. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the customer was performing planned treatment and the procedure was aborted. It was reported that the system did not power on. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the fan tray was faulty. Fse installed a new pdu fan tray. After the replacement of pdu fan tray, the system was returned to use in good working. The codes were updated based on the investigation outcome.